Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient would like for both of their devices explanted because one of the implants does not work and the other does not help with their symptoms. The patient explained that the stimulator that didn't work slipped once and they were walking around with a walker because they were in pain. The patient clarified that it changed positions and was resting on a nerve in their back and was awful. The patient stated it occurred a few years ago but did not remember. The patient later reported that they were in so much pain that they went into the clinic and the healthcare provider (hcp) gave them lidocaine patches for the pain. The patient stated the pain went away for some reason and they didn't have it anymore, and they thought it must be because the stimulator slipped back into place off of a nerve that it must have been resting on. The patient mentioned they had notified their hcp that one implant was not working and the other did not help so they didn't use it. They were currently looking for a hcp to take the devices out. See MFR report number: 3004209178-2016-07403.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.